Manufacturer narrative:
Discomfort at the ipg site can be associated with the location of the ipg, the ipg size and the patient¿s anatomy. The root cause of the issue could not be definitively determined.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced discomfort located at the ipg site. Surgical intervention took place wherein the ipg was explanted, replaced and relocated. Discomfort has resolved.